Event description:
It was further reported that the lead exhibited high thresholds and undersensing. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were potential intermittent t-wave oversensing (twos) noted on stored vf/vt-ns (ventricular fibrillation/ ventricular tachycardia ¿ non-sustained) episodes for the right ventricular (rv) lead. Also, chronically low amplitude rv waves were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.